Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during polypectomy procedure performed on the same day. According to the complaint, the clip would not extend out of the sheath. The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.